Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited battery depletion (bd) code, indicating the battery depletion rate may be higher than expected. The device was explanted and successfully replaced. No additional adverse patient effects were reported. Records indicate that the device was retained by the explanting hospital. This report will be updated should additional information become available or following completion of analysis if the device is returned.